Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm during a training session.

Event description:
The freedom driver was not supporting a patient.the customer, a syncardia certified hospital, reported that the freedom drvier exhibited a fault alarm during a training session.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating secondary motor voltage too high. Investigation determined that this was likely from data extraction as there is no evidence of secondary motor engagement. Visual inspection of external and internal components found abnormalities. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. An extended observation run was performed. No alarms or malfunctions occurred. Complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; the root cause of the reported fault alarms was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.